Event description:
Pt was scheduled for a carotid angiogram. Optiray contrast was injected. Images were seen on the screen throughout the procedure but were not saved to the computer due to a defective memory board. The pt experienced a stroke and the procedure was discontinued and not repeated. Cat scan performed on the pt.